Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the ceramic sleeve was broken at the distal end. The small diameter section at the distal end of the sleeve was missing a triangular shaped piece; the footprint measured roughly .085 x .085. The larger diameter section of the sleeve exhibited various scratch marks below the broken section. The evidence was not conclusive, but damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during reprocessing that the insulation on the permanent cautery spatula instrument was cracked. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.